Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that cardiac perforation, pericardial effusion (pe), cardiac tamponade, and surgical intervention occurred. The procedure was cancelled. During left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Both were inserted through groin access. During the transseptal puncture (tsp), the septum could not be crossed due to a strong coughing episode by the patient, and it was noted a suboptimal initial tsp was performed. The crossing was mechanically through the septum during the cough, and so radio frequency was not used. No pe was observed at that time. When visualizing the left atrial appendage (laa) with the pigtail, two lobes were identified. Achieving the 135 degrees angle in the transesophageal echocardiogram (tee) imaging was challenging overall, the patient was difficult to image. The physician experienced challenges obtaining high-quality tee images due to patient-specific anatomical factors. The echocardiographer encountered technical limitations during the scan. A 31mmwatchman flx pro closure device and delivery system (wds) was inserted and advanced through the was. While forming the flx ball, it became evident that the was and wds system was positioned in the wrong laa lobe for implantation. An attempt was made to switch lobes. During this maneuver and while the wds was initially deep in the laa, the wds, along with the sheath and flx ball, snapped upward and perforated the pericardium, resulting in a pe (located around the laa) resulting in cardiac tamponade. The snapping upward of wds and was was due to the patient's anatomy and the suboptimal initial tsp. The patient's blood pressure was 77/62 mmhg, later increasing to 170/55 mmhg with heart rate elevated at 129 bmp and left atrial pressure at 14mmhg. Despite repeated pericardiocentesis where bright red blood was removed, the hospital team determined that surgical intervention was necessary. The patient received a blood transfusion. The patient subsequently underwent surgery. The patient is in stable condition and extubated and remains hospitalized. The device is expected to be returned for analysis. The cause of the perforation was not conclusive. It was reported that it could be that the perforation occurred during coughing episode while doing transseptal or it could be a resulted from the sequence of events described. It was further confirmed the patient has been discharged.

Event description:
It was reported that cardiac perforation, pericardial effusion (pe), cardiac tamponade, and surgical intervention occurred. The procedure was cancelled. During left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Both were inserted through groin access. During the transseptal puncture (tsp), the septum could not be crossed due to a strong coughing episode by the patient, and it was noted a suboptimal initial tsp was performed. The crossing was mechanically through the septum during the cough, and so radio frequency was not used. No pe was observed at that time. When visualizing the left atrial appendage (laa) with the pigtail, two lobes were identified. Achieving the 135 degrees angle in the transesophageal echocardiogram (tee) imaging was challenging overall, the patient was difficult to image. The physician experienced challenges obtaining high-quality tee images due to patient-specific anatomical factors. The echocardiographer encountered technical limitations during the scan. A 31mmwatchman flx pro closure device and delivery system (wds) was inserted and advanced through the was. While forming the flx ball, it became evident that the was and wds system was positioned in the wrong laa lobe for implantation. An attempt was made to switch lobes. During this maneuver and while the wds was initially deep in the laa, the wds, along with the sheath and flx ball, snapped upward and perforated the pericardium, resulting in a pe (located around the laa) resulting in cardiac tamponade. The snapping upward of wds and was was due to the patient's anatomy and the suboptimal initial tsp. The patient's blood pressure was 77/62 mmhg, later increasing to 170/55 mmhg with heart rate elevated at 129 bmp and left atrial pressure at 14mmhg. Despite repeated pericardiocentesis where bright red blood was removed, the hospital team determined that surgical intervention was necessary. The patient received a blood transfusion. The patient subsequently underwent surgery. The patient is in stable condition and extubated and remains hospitalized. The device is expected to be returned for analysis. The cause of the perforation was not conclusive. It was reported that it could be that the perforation occurred during coughing episode while doing transseptal or it could be a resulted from the sequence of events described.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information from that review, a supplemental medwatch will be filed.